Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to resolve the issue by reloading the same cartridge, but it did not work. Tandem technical support instructed the caller to clean the pneumatic tap area and use a new cartridge. The issue was resolved after the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.